Manufacturer narrative:
Concomitant product: product ID 8709sc, lot# n168994005, implanted: (B)(6) 2009, product type catheter. (B)(4).

Event description:
The following information was previously reported in manufacturer's report # 3004209178-2012-10376 [the patient experienced pain, spasms, and jerking motions. It was stated per patient that it 'feels like when she had trouble with the pump before.] Additional information: it was later report that the patient's previous symptoms of pain, spasms, and jerking motion occurred prior to (B)(6) 2010. For subsequent events, see manufacturer's report # 3004209178-2012-10376.